Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle detached from the suture when is was grasped by the needle holder. This occurred prior to using it on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual needle was returned. Visual examination found that the needle had pinch marks in the swage area. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.